Manufacturer narrative:
Problem code 3270 captures the reportable event of stent failed to expand. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific on (B)(6) 2018 that a wallflex biliary rx uncovered stent was to be used during a procedure performed on (B)(6) 2018. According to the complainant, during procedure, the stent did not open; it remained closed and was impossible to place. The procedure was completed with another wallflex biliary stent. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be stable. Boston scientific has been unable to obtain additional information and/ or specific information regarding the circumstances surrounding these events to date. Should additional relevant details become available a supplemental report will be submitted.